Event description:
Edwards received notification that this valve model 7300tfx25 implanted in the mitral position was explanted after an implant duration of six (6) years and twelve (12) days for unknown reason. A mitral valve was implanted in replacement.

Manufacturer narrative:
H10: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including rheumatic heart disease (rhd) and diabetes.

Manufacturer narrative:
As per further review of the device evaluation, it was updated to: customer report of explant for unknown reason was unable to be confirmed. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 4mm at commissure 1, leaflets 1 and 2 by approximately 4mm at commissure 2, and leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Wireform was exposed around leaflets 2 on the inflow aspect. Sewing ring cloth had multiple cuts around the valve and suture threads remained attached to the sewing ring.

Manufacturer narrative:
H3: evaluation summary: customer report of explant for unknown reason was unable to be confirmed. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue fused leaflets 1 and 3 at commissure 1, leaflets 1 and 2 at commissure 2, and leaflets 2 and 3 at commissure 3 on the outflow aspect. Wireform was exposed around leaflets 2 on the inflow aspect. Sewing ring cloth had multiple cuts around the valve and suture threads remained attached to the sewing ring. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.